Event description:
Healthcare professional reported "preference". Later reported capsular contracture baker grade iii. This record is for the right side. Device is explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported patient exchange due to "preference". Physician further reported capsular contracture, grade iii. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture was received on june 24, 2025 with lot number 3443641. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, openings and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.